Event description:
It was reported to boston scientific corp. That a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, the physician experienced difficulty to get the device to exit the distal end of the endoscope. It was also reported that "the blue tip of the tome appeared crooked and bent." The device was removed, and replaced with another jagtome rx sphincterotome device, which was used to completed the reportedly "uneventful case". There were no pt complications reported as a result of this event.

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.